Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Additionally, it was noted that pacing impedances have decreased. The patient does have worsening heart failure. Technical services recommended to bring the patient into the clinic for further testing. At this time, the lead remains in service. No adverse patient effects were reported.